Manufacturer narrative:
Customer reported via phone call that the keys on the insulin pump were sticking and it takes several attempts before receiving a response. Customer did not recall any significant events leading to the unresponsive keypad. Advised customer to revert to a back up plan and the device will be replaced.

Event description:
Customer reported via phone call that the keys on the insulin pump were sticking and it takes several attempts before receiving a response. Customer did not recall any significant events leading to the unresponsive keypad. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus and esc button dome switch. The insulin pump was also received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.